Event description:
It was reported that unspecified bd¿ needle hub separated. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown . It was reported that needle hub separated into needle shield.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of (1) loose 0.3ml bd insulin syringe were provided. The customer reported that the needle hub separated into needle shield. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel tip. No damage to the barrel tip was observed. Due to the batch being unknown, no DHR review can be completed. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ needle hub separated. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that needle hub separated into needle shield.